Manufacturer narrative:
Concomitant medical products: ddmc3d4, ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos) on non-sustained ventricular tachycardia episodes. The lead remains in use. No patient complications have been reported as a result of this event.